Manufacturer narrative:
Model number/catalog number: sc-8336-70 , serial number: (B)(4), batch/lot number: 7022599, model/catalog description: coveredge 32 surgical lead kit 70 cm.

Event description:
A report was received that the patient was admitted to the hospital complaining of weakness and numbness in the legs. The patient underwent an explant procedure.